Manufacturer narrative:
Investigation is not completed.

Event description:
Allegedly a portion of the metal groove to hold onto the dovetail locking mechanism of the tibial base broke off during impaction.